Manufacturer narrative:
Device investigation identified a damage to the telemetry coil. The detected damage appears typical for having been caused during surgery. As the implant reportedly never worked (i.e. No output at switch-on), the implant was likely inadvertently damaged during implantation surgery. This is a final report.

Event description:
The recipient was not able to hear any tones during the initial activation of the device even when stimulated with maximum intensity. The device has been explanted and he user has been re-implanted. The user is very pleased with the new device.

Manufacturer narrative:
Additional information. The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient was not able to hear any tones during the initial activation of the device even when stimulated with maximum intensity. The device has been explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was not able to hear any tones during the initial activation of the device even when stimulated with maximum intensity.